Event description:
It was reported that "after normal operation" an external fluid leak was observed from the effluent pressure sensor of a prismaflex m100 set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not received for evaluation, however, photographs and a video of the sample were provided for evaluation. Visual inspection of the photos and video showed a leak at the level of the set effluent pressure pod. This component is provided by a vantive internal supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the component defect was determined to be supplier related. Should additional relevant information become available, a supplemental report will be submitted.